Event description:
In 2005, nellcor puritan bennett rec'd a report where it was claimed that 15mm inner cannula connector of a 10lpc tracheostomy tube broke off while in use on a pt. The customer reported that the pt was in the emergency room suffering from respiratory distress. The clinician elected to admit the pt to the operating room for an emergency tracheotomy procedure. While transporting the pt from the or to the ICU, it was claimed that the 15mm inner cannula connector broke and the inner cannula migrated down the trachea of the pt. The inner cannula was retrieved with forceps but they could not ventilate the pt. The caller reported that they attempted to suction the pt but they were getting blood from airway.